Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during colonoscopy diagnostic procedure, during sedation, while the device was outside the patient, the monitor had no image. The procedure was completed with the same device. There were no reports of patient harm.